Manufacturer narrative:
Temporal relationship exists between ccpd therapy with the liberty cycler and the patient event(s) of hypervolemia and pulmonary edema, which warranted in-patient hospitalization on (B)(6) 2018. However, there is no documentation or evidence to support a causal relationship between the liberty cycler and the reported event(s). The liberty cycler was returned to the manufacture for product investigation/evaluation, however the reported negative uf¿s could not be reproduced. Therefore, based on the available information, causality cannot be determined. The reported symptom code (not draining (no alarm)) was not confirmed. The reported symptom code (physical damage) was confirmed. The reported complaint symptom code (trng: uf questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed signs of physical damage to a crack front panel bezel. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 2. This shows that the received cycler will properly alarm if a drain problem occurs. The simulated treatment was performed and completed without any failures or problems. The teach pumps test passed. The system air leak test passed. There were no visual indications of dried fluid within the cassette compartment. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During trouble shooting with technical support, the peritoneal dialysis patient reported being hospitalized for negative ultrafiltration with multiple treatments. Follow up with the patient¿s peritoneal dialysis nurse confirmed the hospitalization and stated the patient experienced a pulmonary edema and hypervolemia due to the negative ultrafiltration. The patient did not miss any treatments. Additional information was solicited.